Manufacturer narrative:
Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4); product ID: xom unk nimmuteprb; product ID: xom unk nimcable; product ID: xom unk nimsimtr. Device available for eval: yes for mainframe and patient interface and no for nim muting probe, nim cable, and nim stimulator.  Analysis results for mainframe and patient interface were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the devices were not responding to stimulation during the operation. There was a delay in the procedure. There was no patient or staff impact.

Manufacturer narrative:
Muting probe product ID is 8220325 and stimulating probe product ID is 8225101. Analysis for mainframe found that the reported fault could not be duplicated. Device was supported by old cf card. Cf card had been replaced. The device was cleaned, sanitized, tested and passed all manufacturing specifications. Analysis for patient interface found that the reported fault was confirmed. Fuses were worn. Fuses had been replaced. The device was cleaned, sanitized, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the event occurred when the surgeon tried to stimulate the nerve during a mastoidectomy procedure. The issue was not resolved with re-positioning or troubleshooting. A back-up device was used and there was a short delay of 10 minutes.